Event description:
Response received on 12/31/2025 6:51 pm (B)(6). I refer to the reply below, dated 17/12/2025. The 2 batches are concerned, but I made a joint declaration because the same problems were encountered. The ide told me about ten cases, only 2 of which were declared to me. Only one kt was kept for the declaration, but I didn't note which one and can't go and look because I sealed the return parcel. However, you will have the answer in this parcel because the kt was returned in its packaging". Please answer the following questions for a better understanding 1. Please confirm which event date corresponds to which event description? 7/10/25. 2. Do you mean that both batches were involved in this event ¿¿22ga kt inserted, patient in pain kt removal: catheter perforated by cannula¿¿ or only one batch but you don't know which one? As indicated, I have grouped several reports (several batches) into 1, in particular because only 1 catheter was kept. I have sent you this kt, so you have the batch.

Manufacturer narrative:
The complaint of a damaged catheter was confirmed for lot #4305280 but could not be confirmed for lot #5056854. One 22g insyte autoguard device was received in an open unit package from lot #4305280. The sample exhibited evidence of use. The needle was received fully retracted within the safety shield. The IV catheter was received with a breach in the tubing. The tubing may have been punctured with the needle. Due to the evidence of use, damage may have occurred during the insertion process; however, the root cause could not be determined. The instructions for use (IFU) indicate not to reinsert the needle into the catheter during the insertion process as damage may occur. When the needle protrudes through the catheter, the tubing may bend away from the needle and give the appearance of a kink; however, the IV catheter was received separate from the needle, and no kinks or bends were observed in the tubing. The unit packaging was received for lot #5056854; however, no device was received with the packaging. A review of the inspection records and quality/manufacturing controls for the implicated lots indicated no related issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
22ga kt inserted, patient in pain kt removal: catheter perforated by canula.